Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtr (lot: 40808r1070) was chosen for implantation utilizing steerable guide catheter (lot: 40130r1042). First attempt of establishing final arm angle (efaa) was not successful as the clip reopened from closed to 20 degrees. Troubleshooting was performed but was unsuccessful. Also, the +/- knob on the sgc bounced back to neutral. Both products were removed and the procedure was aborted. There was no reported patient consequences or clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported clip open during efaa was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.